Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that there was a motor error alarm on the insulin pump. The customer stated that she went in for an MRI and was not advised to remove the insulin pump. The customer also stated that the displacement test failed. Nothing further was reported.